Event description:
It was reported when using the pyxis medstation es system, the machines within the hospital are unable to dispense medications unless a critical override is activated. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue caused due to high memory 90% which was occured by a mssql service. A technical support specialist, restarted extrenal messaging service and verified the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.